Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. A is currently available. The IFU lists potential adverse events, including right heart failure and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025 the patient experienced pericardial effusion with signs of tamponade which was drained via surgery. This pericardial effusion was noted to clearly be device related as it occurred after ventricular assist device (vad) surgery. The patient also experienced right heart failure (rhf) at this time. The patients central venous pressure (cvp) was greater than 18 mmhg. The patients rhf was considered to be unlikely to be device related but it could not be ruled out. Additionally, the patient experienced respiratory failure on (B)(6) 2025. A tracheotomy was performed and the patient was intubated for 16 days.